Event description:
It was reported that "the tongue was burned on a pediatric patient during atonsillectomy and adenoidectomy." It was reported that "the tongue was burned on a peds patient during atonsilectomy and adenectomy."